Event description:
It is reported that patient underwent left total hip arthroplasty on (B)(6) 2006. It is also reported that post op, patient experienced pain. Revision status is unknown.

Manufacturer narrative:
Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that pt underwent right total hip arthroplasty on (B)(6) 2006. Additionally it was reported that the pt had to undergo a revision surgery due to pain and stiffness.

Manufacturer narrative:
Additional information was received on 07/03/2015. The devices were returned and the result of the visual examination has been made available. The durom acetabular component presented moderate dark third body debris coating the articulating surface, chipping of the acetabular rim around the third body mass on the upper portion and mixture of dark and light third body material around the edges of the porous coating. No signs of ingrowth were seen. A large gash under the taper on the neck was observed. A slight discoloration on the taper of the neck was seen, along with light streaks possibly from cleaning. Moderate amount of debris and discoloration on the inner taper cavity floor and wall were observed. The metasul ldh large diameter head presented random splotches of dark third body material on the non-articulating face, very light coating on the articulating surface that resembles water marks possibly from cleaning, heavy third body material on porous coating and circumferential fins and scallops covered with third body material. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in (B)(4). The manufacturer did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional information becomes available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).